Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed noise on the pace/sense channel of the device. Air bubbles escaping from the header were suspected to be the cause. The clinical observations were reported to have been resolved. There were no adverse patient effects reported. The device remains in service.